Event description:
This event was found via the monthly review of the maude database. The catheter was placed for labor and delivery. During removal of the catheter, it was found that the catheter was not intact. A fragment was confirmed, by lumber CT scan and the fragment was surgically removed.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.